Event description:
It was reported via medwatch that the "peripherally inserted central catheter (PICC) line broke off and had to be retrieved through #6 fr sheath - pulled after 15 min pressure. PICC removed from right common femoral vein thus happened at skilled nursing facility." Further info received indicates that the PICC was inserted in 2007 at a med ctr. The pt was returned to a nursing home when the PICC later broke. An x-ray confirmed that it had broken, and a piece was at the entrance of the superior vena cava. The pt was returned to the med ctr for eval and removal on approx one and a half months later. The medical staff surgically removed the piece of catheter. There is no further info available.

Manufacturer narrative:
Sample will not be returned for eval.